Event description:
Drive devilbiss healthcare is the initial importer of the device which is a safety device. The end-user was in the shower while using the device. He fell side-wards/backwards when one of back legs gave out. End-user is on blood thinners. He suffered bruising, swelling, and a lump on his forearm. His hip is very sore as well. He was taken for x-rays however, they came back negative for any injuries. He was placed on pain medication.